Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing anatomical, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were received to assist in this investigation. An internal clinical review indicated the event was due to user error, due to incorrect planning and sizing as well as pt anatomy. However, we have notified the appropriate individuals, and we will continue to monitor for similar events.

Event description:
A male with only slight tortuosity in the proximal neck underwent aaa repair in 2008. The procedure went as labeled but the physician had chosen an iliac leg graft that was too long, so he placed it overlapping the main body to prevent occlusion of the internal iliac artery. The overlapped area was approx 2.2 stents. The physician used a kissing stent technique and placed an additional iliac leg graft in the main body to hold up the surplus of the other iliac leg graft. Confirmatory angiography revealed a proximal type I endoleak. The physician used another MFR's stent to successfully resolve the endoleak. When choosing the size of the contralateral iliac leg graft, the physician had measured from the rim of the main body to below the bifurcation of the internal iliac artery. Pt outcome is unk at this time.